Event description:
It was reported that this unknown implantable brady device recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature. Subsequently, the system disabled the mv sensor. Technical services (ts) was consulted; however, as the patient was no longer present in the clinic, specific patient and device details were not available at that time. Ts provided guidance on re-enabling the mv sensor. The healthcare professional (hcp) indicated that the patient will return to the clinic at a later date for further evaluation. No adverse patient effects were reported. The device remains implanted and in service.